Event description:
It was reported that a spectrum iq infusion pump failed flow rate in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate" was not reproduced. Evaluation sent the device for flow accuracy testing at a delivery rate of 40ml/hr with a volume to be infused of 40. The results were 41.238 which is an error percentage of 3.095%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.